Event description:
"During the implant, the tip of the courier guidewire broke off and was visible within the pt."

Manufacturer narrative:
Analysis and conclusion: the analysis of the lot history records does not indicate any areas of concern relating to the strength of the wire and the analysis from the sample retains demonstrates that the device meets its design spec. Guidewires are delicate devices and can fracture if their tensile limits are exceeded during a procedure (e.g. When a wire becomes snagged/trapped). The images of device suggest that the device was manipulated quite severely around the fracture area as there is clear evidence of kinking of the device close to the fracture location. Evidence from the test fixture used on the sample retains appears to cause similar damage to the tip of the device. It is difficult if not impossible to ascertain the clinical conditions at the time of fracture as there is very limited info available from the user. However, based on a analysis, it appears that the device was manipulated in a manner that is beyond the design capabilities of the device and that this led to the fracture. Complaint history for this device has been investigated (B)(4). Therefore, it is considered that the risk analysis for guidewire breaks is sufficient and current failure rates for this defect type are well within acceptable range.